Event description:
Baxter reported "the solution couldn't go up to the end of the connector line", or patient line of the homechoice set during the priming cycle prior to an automated peritoneal dialysis therapy utilizing the homechoice machine. No patient injury or medical intervention was associated with the incident.